Event description:
It was reported that the device exhibited premature battery depletion. The patient never paced and did not receive any shocks.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory. Based on device settings, the device did not meet the expected longevity. No high current drain sources were found throughout automated electrical, stress, and bench testing. Destructive analysis of the battery found no anomalies. The cause of the premature depletion was not determined.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 215 mg/dl (advantage) and 109 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.